Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a red alert for low out-of-range shock impedance measurements. Technical services (ts) reviewed the device data and noted shock impedance values in the low 30 ohms range. All three lead impedance channel demonstrated a similar decrease, and ts determined the decrease appeared physiologic. No adverse patient effects were reported. This crt-d remains in service.